Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant for both the tibial and talar components due to loosening.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and show loosening and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals, the following was observed: implant loosening and anterior subsidence can be definitively confirmed with the provided CT scans for the tibial component. There are also some signs of loosening of the talar component, but these are not as clearly evident as those seen in the tibial component. However, the site reports that loosening was present in both components. The underlying cause of the loosening is not specified and cannot be assessed based on the provided CT scans. It is likely that the loosening is related to poor bone substance and therefore represents a patient-related factor. Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as clinical status, exact symptoms, range of motion of the patient, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements regarding the patient, the procedure, and/or the device in relation to the cause of failure. Although the issue is most likely related to poor bone substance, the root cause could not be conclusively determined. More detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. A review of the device history record was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design-related problems could not be identified, as the catalog number and lot number were not communicated. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant for both the tibial and talar components due to loosening.